Event description:
Reportable based on device analysis completed on 21feb2024. It was reported that the 2.50mm x 20mm emerge balloon catheter was found defective during an inventory review. However, device analysis revealed a longitudinal balloon tear and blood within the inflation lumen.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the date was not reported. Returned product consisted of an emerge mr balloon catheter. Visual inspection presented no damage or irregularity. Microscopic inspection found a 21mm longitudinal tear at the proximal waist to the distal markerband. There was blood and contrast present in the inflation lumen and the balloon was loosely folded.